Event description:
It was reported the catheter was kinked at the distal end. A catheter revision was done, a portion of the catheter was removed and revised with an 8782. The patient did not feel relief from their pain, less than 50% therapy relief. The patient status at the time of the report was indicated as alive, no injury. The pump was used to deliver morphine. Additional information later reported the patient had an increase in pain since (B)(6). An MRI was performed and they ¿saw something¿. A dye study was not done. Per the reporter the catheter was fractured/mangled/very kinked near the end of the catheter. Additional information has been requested, but had not been received as of the date of this report.

Event description:
Additional information later reported the removed catheter was disposed of. Per the reporter they did not know the cause of the kink in the catheter. The following information was previously reported in manufacturer¿s report #3007566237-2014-00458 [a catheter revision was reported. Additional information has been requested, but had not been received as of the date of this report].

Manufacturer narrative:
(B)(4).

Event description:
Additional information later the patient's pump was replaced on (B)(6) 2014 due to normal battery depletion. The patient had 2 MRI's 2 weeks before (B)(6) 2014. The patient stated that the MRI tech saw "blood in the catheter". The patient further reported that the radiologist didn't look at the patient's back and hip where they were having pain, that he stopped after seeing the catheter. The patient stated that they had no traumas or medical events that could cause there to be blood in the catheter. A dye study had not been done to check the patency or quality of the patient's catheter or pump. The patient had been experiencing pain between their hip and their back. The patient wasn't sure when but that it had been "going on for some time now." The patient also stated that they were in a car accident (B)(6), 2014. The patient reported they were in pain when they put her on a wooden stretcher because it had been so soon after their surgery. The patient had not had a return of symptoms and that the pump was working.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and the hcp (healthcare provider) reported that it was not blood in the catheter. The patient had a fibrin clot which was determined to be a granuloma at the catheter tip behind t10-t11. There was no compression of the spinal cord. The hcp noted that the patient received a high rate (28 mg/day at a 25 mg/concentration) and the physician said it was normal for a granuloma to happen given the dose and concentration of medication. They replaced the catheter at the end of (B)(6). They did not stop therapy to manage the granuloma. The physician just lowered the patient's dose and was planning to monitor. Once the granuloma shrunk, the physician would start to slowly increase the patient's daily rate. The patient was doing well now and receiving effective therapy. Additional information was received and it was reported that an MRI of the lumbar spine with and without contrast was done (B)(6) 2014 and (B)(6) 2014 because the patient had increased lumbar radicular pain/low back pain despite have the pain pump; the granuloma was diagnosed. The cord was not compressed; it was noted to be slightly displaced.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).